Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that when the ambulance crew attached the pads to a myocardial infarction patient during transport, the mrx could not be operated, with an "apply pads" message. There was no negative patient impact.